Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolve. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received was not stuck in the manufacturing mode. Insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis or insulin pump history confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly.